Event description:
Follow up information identified the patient¿s ipg was explanted on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. To address the issue, the patient may be awaiting surgical intervention.